Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was giving inaccurate oxygen (o2) readings. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien customer service engineer inspected the device and found that the o2 sensor was cracked. The cse replaced the o2 sensor. The ventilator passed all testing.